Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2318700 . Model: sc-2318-70. Serial: (B)(6). Batch: 5005332. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.